Event description:
It was reported that after deployment of a coronary stent, the catheter became stuck on another manufacture's wire and the catheter shaft subsequently separated during removal. All pieces were retrieved without incident. Pt status is listed as "okay".